Manufacturer narrative:
In the returned state, the lead complained about was cut into pieces. The lead had been cut through about 16 cm and 19 cm distal of the is-1 connector pin. All parts of the lead were returned for analysis. During the analysis of the lead, damage to the insulation of the is-1 connector exit could be seen about 8 cm distal of the is-1 connector pin. It cannot be ruled out that this damage manifestation contributed to the clinical complaint. This damage manifestation indicates significant mechanical stress during the operating time. The position and kind of the fraying are characteristic for a simultaneous occurrence of strong pressure of the leas onto the ICD housing and friction of the lead at the ICD housing. The measuring of the direct-current resistances of the electrical conductors proved to be unremarkable,further damage, such as deformations of the fixation screw and the distal shock coil, as well as a kinked inner conductor helix between the tip electrode and the ring electrode, are most likely a result of strong mechanical stress during the operation. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR. It was reported that a revision was performed 56 months after the implantation. The right-ventricular lead was exchanged due to deteriorating sensing values. The ICD was also exchanged during the same op. No deterioration of the patient's state of health was reported.